Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests a cytotoxic leak occurred during a doxorubicin infusion. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of leakage was confirmed. Visual inspection identified a hairline crack and severe stress cracking at the surface of the female luer. Functional testing was performed; fluid was observed to be leaking from the hairline crack. Further testing was performed by connecting the maxplus valve to a lab female luer; the connection was secure and no leakage was identified during pressure testing. The root cause of the leak was a hairline crack on the female luer. The cause of the crack is unknown.